Manufacturer narrative:
Updated data: a3b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012050353), product type: 0195-heart valves. Product ID: d-evolutfx-2329 (lot: 0012077991), product type: 0195-heart valves. Product ID: 18mm true dilatation balloon valvuloplasty catheter (non-medtronic device). Product ID: 20mm true dilatation balloon valvuloplasty catheter (non-medtronic device). Product ID: 22mm true dilatation balloon valvuloplasty catheter (non-medtronic device). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with heavy annular and left ventricular outflow tract calcium, a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 mm non-medtronic balloon. Following the bav, the valve was implanted; however, moderate-severe paravalvular leak (pvl) was present. Subsequently, a post-implant bav was performed using a 20 mm non-medtronic non-compliant balloon, but there was no improvement in the pvl, and another bav was performed with the same balloon. The pvl remained, and a third bav was performed with a 22 mm non-medtronic balloon. The three post-implant inflations were performed by a hand injection with a 60 ml syringe for 8 seconds. There was no improvement of the pvl. Following the bavs, the patient became hypotensive. A transthoracic echocardiogram was performed and revealed a pericardial effusion. Angiography then identified an annular rupture. A non-medtronic valve was implanted valve-in-valve to attempt to repair the bleeding; however, was unsuccessful and the bleeding continued. The patient was taken to surgery where both valves were explanted and a surgical aortic valve replacement was performed. Subsequently, following the surgical repair of the annular rupture, the patient died.